Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly. The customer's blood glucose was unknown at the time of the incident. The customer reported unable to rewind. The technician assisted the customer in changing the battery. The insulin pump completed the rewind, but when I attempted to complete the prime, we received max fill without seeing insulin come out. I had the customer manually push insulin with plunger, and confirmed insulin is flowing. I attempted to rewind pump again, but did not rewind all the way, attempted to insert reservoir, but would not fit due to piston not retracting all the way. I informed the customer that this indicates that insulin pump is not rewinding as designed and will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No rewind anomaly or unexpected max fill anomaly noted. The insulin pump had a cracked case at display window corner and minor scratched display window.